Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that prior to a cranial procedure at the user facility, the customer noticed that they only had a point calibrated 2.7 mm rh frontal sinus suction tube at hand and no vector calibrated 2.7 mm rh frontal sinus suction tube, which is what they had wanted to use. It was reported that the surgeon noticed that the device at hand was a point calibrated 2.7 mm rh frontal sinus suction tube, when he was unable to use the virtual extension of the tip of the device, as this is only possible with a vector calibrated 2.7 mm rh frontal sinus suction tube. It was reported that the surgical procedure was rescheduled and that no medical intervention was needed.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that prior to a cranial procedure at the user facility, the customer noticed that they only had a point calibrated 2.7 mm rh frontal sinus suction tube at hand and no vector calibrated 2.7 mm rh frontal sinus suction tube, which is what they had wanted to use. It was reported that the surgeon noticed that the device at hand was a point calibrated 2.7 mm rh frontal sinus suction tube, when he was unable to use the virtual extension of the tip of the device, as this is only possible with a vector calibrated 2.7 mm rh frontal sinus suction tube. It was reported that the surgical procedure was rescheduled and that no medical intervention was needed.